Event description:
A surgeon reported that, while in a procedure, the solera driver lost mechanical connection to the screw. A medtronic representative, following-up at the site, reported the surgeon completed the procedure using the same driver, and navigation was accurate. Post-op scan confirmed a flawless screw placement. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, not available as the suspect device has not been returned. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative, following-up at the site, reported the event occurred during the procedure and the surgeon did not use a different driver for completion. The procedure was completed using the same driver, and navigation was accurate. Post-op scan confirmed a flawless screw placement. Also reported, the instrument has been replaced. Issue resolved. Damaged device not returned to manufacturer for analysis. Part not returned.

Manufacturer narrative:
The tip of the driver has been twisted and broken off. The back end of the instrument has many abrasions and impacts marks as well. A replacement driver was sent to the site for issue resolution.